Event description:
It was reported that tip detachment occurred. A v-18 control wire guidewire was selected for use. During procedure, the tip of the device was detached.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the 100% stenosed target lesion was located in the non tortuous and moderately calcified popliteal artery. Following guide wire tip detachment, the tip remained lodged in the distal balloon catheter so it was all removed together. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).